Event description:
Breakage suture. It was reported that the suture broke when sewing in myomectomy of uterus surgery. Changed another one to complete the surgery. There is no report on patient's injury. Enclosed please find defect photo. No additional information could be provided. It was reported that a patient underwent a uterine myomectomy procedure on (B)(6) 2021 and barbed suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Investigation summary: visual analysis of the individual image received for evaluation determined a plastic bag with an opened foil packet and an apparently suture of product code sxpp1a401 could be observed. The image is not clear to determine the failure mode or the reported condition. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - stratafix¿ active ingredient(s)-triclosan, dosage form - suture/ solid/ parenteral, strength - = 2360 g/m.